Manufacturer narrative:
Due to character limitations in e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that during inspection of the cs100 intra-aortic balloon pump (iabp) the safety plate was found to be loose. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1(initial reporter), e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, during an inspection, the safety disc was discovered to be loose. Inspection revealed damaged securing tabs. The customer was informed of the need for replacement and testing to verify compliance with factory specifications. The equipment is now in use. After replacing the spare part, the equipment was functionally tested according to factory requirements and released for use after testing to verify compliance with factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).